Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseating certain integrated components on the control panel processor circuit board remedied the problem. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 locked up during a case and attempts to reinitialize were unsuccessful and a replacement system had to be brought in to complete the procedure. There was no adverse patient involvement reported. There was no patient information reported.